Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi system organ failure (msof) could not conclusively be established through this evaluation. It was reported that the patient experienced msof post implant. The patient¿s family withdrew care on (B)(6) 2020, and the patient passed away. The account communicated that the left ventricular assist device (lvad) was working as intended. The pump was not explanted, and it was noted that no equipment would be returned. The heartmate 3 lvas instructions for use (IFU) lists various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multi-system organ failure post implant. The family withdrew care on (B)(6) 2020. The patient passed away. The lvad was working as intended. No equipment will be returned.